Event description:
It was reported that pacing was set to 75, but pacing was observed to be 120 on the display. The rate was confirmed to be 75. No patient complications were reported as a result of this event.

Event description:
It was reported that pacing was set to 75, but pacing was observed to be 120 on the display. The rate was confirmed to be 75. The analyzer was immediately replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.